Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the programmer head's lens on the upper case was cracked and therefore it was replaced. The programmer head failed its e-field immunity test and therefore the head's cable was replaced and it was determined that the head's label was missing its back coating and the label was replaced. Concomitant products: product ID 2090w programmer. (B)(4).